Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient stated they lost their programs setting on saturday night. They had four programs on group b and now they only have one program on group b, p1 @2.2v. Patient stated they are not feeling stimulation. Patient services (ps) asked if patient had fall or trauma and patient said yes, they had a fall couple weeks ago but the issue with the setting started saturday night. Ps reviewed therapy on/off button meaning. Patient increased stim to 3.0v and still not feeling stimulation. Ps confirmed therapy is on. Ps reviewed therapy is designed to turn off when ins is battery level is low. Patient stated they normally have their setting at 6. Something. Ps reviewed patient could adjust setting to their normal setting and consult with their healthcare provider (hcp) for next steps if they are not feeling stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.